Manufacturer narrative:
The technician has contacted the customer multiple times to inspect the facility's amsco 400 sterilizer; however, has not been granted access for inspection. The shrouding is a metal panel that is placed over the components within the sterilizer. The components that are exposed without the panel would not emit steam when the sterilizer is operating. Prior to the reported event the technician had been onsite to replace the panel and no issues were noted. Steris evaluated the reported event and determined it does not meet our reporting criteria under 21 cfr part 803. It should be noted that steris is submitting a medical device report (MDR) solely due to the receipt of the user facility medwatch report which is in accordance with our procedures and policies. The investigation is still in process as the technician is awaiting to go onsite. A follow-up MDR will be submitted should additional information become available.

Event description:
The user facility reported via medwatch report mw5110794 that their amsco 400 sterilizer's shrouding keeps getting out of alignment and the staff simply pushes the metal shrouding to the side and continues with their work. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that screws on the hinges that attach the panel to the unit were loose causing the panel to be misaligned. The sterilizer door that is located next to the panel was also misaligned due to the loose screws. This unit is not under steris service agreement for maintenance activities. The user facility is responsible for all maintenance activities. The user facility has elected to perform the necessary repairs. No additional issues have been reported.